Event description:
It was reported that the user experienced a low blood glucose event while using the ilet bionic pancreas, with the lowest measured value of 61 mg/dl and an alert for an urgent low soon; the user had administered multiple correction boluses earlier for elevated glucose and later reported nighttime lows, with education provided on bedtime protein intake and assignment for additional training. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrate and no need for medical intervention or assistance. Investigation included complaint handling, troubleshooting, and user education. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that no device malfunction was identified and that user guidance was provided with additional training assigned.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.